Event description:
The customer reported (B)(6) results obtained from two (B)(6) sample fluids as (B)(6) using vitros immunodiagnostic products hbsag reagent on a vitros eciq immunodiagnostic system. The magnitude and direction of the (B)(6) results observed may lead to inappropriate physician action if it occurred on a patient sample. Patient samples were not affected and there was no allegation of patient harm. (B)(4).

Manufacturer narrative:
Initial (B)(6) results obtained from the two proficiency fluids were classified as retest. As per the vitros hbsag instructions for use, samples with an initial result of retest require repeat testing in duplicate. The customer repeated each sample in singleton obtaining the equivalent retest result and incorrectly reported both samples as (B)(6). The investigation determined if the customer had repeated each sample in duplicate as per the IFU, the samples would have been correctly classified as (B)(6) requiring further confirmatory testing. User error in not following instructions when the initial (B)(6) retest results were obtained was determined to be the cause. The investigation concluded the vitros hbsag reagent and vitros eciq system were operating as expected and did not malfunction.